Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2011: (B)(6) hcs. (B)(6), md. Radiology- CT abdomen without contrast. Findings: ventral hernia surgical mesh is present and appears intact. No evidence of residual hernia is noted. Impression: stable appearance of ventral hernia repair without evidence of recurrent hernia. No evidence of nephrolithiasis, ureterolithiasis, hydronephrosis, or bowel obstruction. (B)(6) 2011: (B)(6) hcs. (B)(6); (B)(6), md. Office notes. Seen (B)(6) 2011 for possible weight loss surgery however at that time patient refused. States now he has tried to lose weight however has not had success. Has been on methotrexate for psoriasis however has stopped 2 months ago. Weight 312 pounds. Exam: abdomen obese, soft, multiple incision sites healed. Impression: morbidly obese; history of methotrexate use. Plan: lap band in near future. Continue exercise and weight loss program. (B)(6) 2012: (B)(6) hcs. (B)(6); (B)(6), md. History and physical. 64-year-old male with morbid obesity, chronic obstructive pulmonary disease and chronic joint pain who has been evaluated and cleared for surgical weight loss. His target to be cleared for surgery is 300 pounds, which was achieved today in clinic. He has been eating a healthy diet and exercising daily. Weight 300 pounds. Impression/plan: morbid obesity. Laparoscopic versus open gastric band with port placement. (B)(6) 2012: (B)(6) hcs. (B)(6). Anesthesia record. Asa 3. (B)(6) 2012: (B)(6) hcs. (B)(6), md. Operative reports. Preoperative diagnosis: morbid obesity. Postoperative diagnosis: morbid obesity. Indications for surgery: morbid obesity. Procedure performed: laparoscopic gastric band placement. First assistant: dr. (B)(6). Findings: large band placed. Anesthesia: general endotracheal anesthesia. Specimen: none. Skin closure: staples. Drains: none. Estimated blood loss: 10 cc. Wound classification: clean. Complications: none. Postoperative condition: good. Disposition: intensive care unit. Procedure in detail: ¿the patient was brought to the operating room and prepped and draped in the usual sterile fashion. After insufflating the abdomen with left upper quadrant veress needle insertion, inserted 11-mm trocar supraumbilically. We noticed there were a lot of adhesions. It was hard to see through the prior hernia repair. At that point, we placed two left subcostal ports where we were better able to visualize the adhesions. The adhesions were taken down without any complications. At that point, we placed three right subcostal ports, and we were then able to retract the left lobe of the liver out of the way. We were able to release the angle of his, and we opened the gastrohepatic omentum all using autosonix device. We then were able to open a small opening at the inferior portion of the right crus to gain access to make a retrogastric tunnel. That was done with ease. Once that was done, we replaced the band through the 15-mm site, and we were able to pass it to our instrument that was the retrogastric tunnel. We brought the band retrogastrically with no problem. The band was then secured in place, and it was locked with the black portion showing on the band through the window. Once this was in good position, we were able to do gastrogastric suturing times two. We then replaced the band in the proper position which looked good. We then placed a ___ [sic] suture again gastrogastric suturing this time below the band at the angle of the lesser curve to keep it in place to keep from sliding. At this point, the liver retractor was taken out of the body. We then used endo passers to put our sutures and close all our port sites. They were not closed yet, they were just sutured into place. At that point, through our midclavicular line in the left side where a port was we placed a 5-mm trocar cephalad to the 15-mm port site in which case to bring our band up and through the subcutaneous tissue. Once that was done, we created our pocket in the same area of the 15-mm port site, and we made sure we had a good hemostasis to place our actual port. The port and the tubing from the lap band were then put together to make sure it was good and secure. At that point, the port was placed in the subcutaneous port site. Once that looked good, it was replaced with no curling of the lap band tubing, we went ahead and irrigated all the wounds. Took out all our ports and irrigated our wounds and then closed using staples. The patient tolerated the procedure well and was sent to recovery in stable condition.¿ (B)(6) 2012: (B)(6) hcs. (B)(6), md. Post-op note. Preoperative diagnosis: morbid obesity. Postoperative diagnosis: morbid obesity. Indication: morbid obesity. Procedure: laparoscopic adjustable gastric band. Findings: large band placed. Anesthesia: general with ett. Wound classification: clean. Complications: none. Condition: good. Disposition: admit to ICU/sdu. (B)(6) 2012: (B)(6) hcs. Lab. White blood cell 13.10 h (4-10.5). (B)(6) 2012: (B)(6) hcs. (B)(6), md. Radiology- upper gi/kub. Indication: patient is status post laparoscopic gastric banding. Impression: no extravasation of contrast. Gastric band around the proximal stomach. Normal passage of contrast from the esophagus and to the proximal stomach, and from the proximal stomach into the distal stomach. The stomal width within the gastric band may be wider than optimal. (B)(6) 2012: (B)(6) hcs. (B)(6), md. Discharge summary. Principle diagnosis: morbid obesity. Secondary diagnosis: hypertension, core pulmonology, degenerative arthritis, sleep apnea, chronic obstructive pulmonary disease, fibromyalgia, psoriasis. Hospital course: following surgery he had problems with postoperative pain that were able to be addressed with pain medication. Underwent upper gastrointestinal that showed there was no gastric leak or obstruction. Following this he started on bariatric one diet in that he had been previously and been instructed in past and on this hospitalization as well. Once able to move around on his own, pain was controlled, he was tolerated a bariatric one diet, and was voiding without any trouble he was ready for discharge. (B)(6) 2012: (B)(6) hcs. Lab. White blood cell 17.50 h (4-10.5). (B)(6) 2012: (B)(6) hcs. (B)(6); (B)(6), md. Office notes. Patient is doing well. Denies fever and chills. Still eating liquid diet. Exam: incision clean, dry, intact with staples. No erythema or induration. Ecchymosis around port site. Impression/plan: staples removed, steri strips applied. Okay to return to work in 4 weeks. No lifting greater than 151 pounds in 4 weeks. (B)(6) 2012: (B)(6) hcs. (B)(6); (B)(6), md. Progress notes. Comes into emergency department with pus draining from port site incision. Denies fever or chills. Examined with small area of wound breakdown and erythema around wound. Cultured taken. Wound cleaned and packed. Discussed with dr. (B)(6) about giving 1 dose of intravenous vancomycin and starting bactrim for 10 days. Advised to pack wound twice a day and return to clinic next tuesday. (B)(6) 2012: (B)(6) hcs. Microbiology. Specimen: abdominal wall. Positive for staphylococcus aureus. (B)(6) 2012: (B)(6) hcs. (B)(6), md; (B)(6), md. Office notes. Weight 287 pounds. Doing well overall, however has continued purulent discharge from wound. He is performing dressing changes daily, and is on day 5 of 10 of bactrim. Pain is controlled and is tolerating diet well. Exam: port site wound is open with granulation tissue forming, there is purulent material expressed. Otherwise erythema is improving. Remainder of incision sites are healing well. Impression/plan: continue dressing changes wet to dry twice a day. (B)(6) 2012: (B)(6) hcs. (B)(6), md; (B)(6), md. Office notes. Patient finished 12 days course of bactrim. Pus can no longer be expressed from wound. Denies fever/chills. Does have mild nausea post op. Continuing to do dressing changes twice a day for the wound. Lost about 20 pounds since surgery. Exam: lap site well healed except one in the left upper quadrant with granulation tissue, small amount of serous fluid expressed from wound, no purulence, no erythema, no fluctuance. Impression/plan: status post gastric banding, methicillin-resistant staphylococcus aureus. Wound is well healed. Patient doing well otherwise. Continue dressing changes twice a day. (B)(6) 2012: (B)(6) hcs. (B)(6), md; (B)(6), md. Office notes. Doing well after surgery he has lost 9 pounds for last clinic visit from 287 pounds to 278 pound today. His port site wound infection is completely healed. He comes in today for follow-up evaluation of his port site wound. Exam: lap sites well healed and the one in left upper quadrant is now well healed, without any signs of erythema, induration, nor drainage. Impression/plan: wound is now well healed. (B)(6) 2012: (B)(6) hcs. (B)(6). Radiology- acute abdominal series. Indication: patient feels port may have rotated. Impression: abdomen film with a portacatheter in the left upper abdominal region with the tip in the left upper quadrant. It does not appear to be significant change in position since the upper gi series of (B)(6) 2012. Surgical clips compatible with ventral hernia repair is unchanged. (B)(6) 2012: (B)(6) hcs. (B)(6), md. Phone call. Reports after he had his lap band he noticed he was having pain in his right upper quadrant for about 1 month but then went away. States at present time he feels nauseous when he starting to eat. Impression/plan: eat smaller, more liquefied meals. (B)(6) 2012: (B)(6) hcs. (B)(6). Radiology- CT abdomen/pelvis with contrast. Impression: peripheral enhancing low attenuating lobulated lesion inferior to the diaphragm superior and anterior to the dome of the liver, suspicious for an abscess. No grossly lymphadenopathy is identified. Infiltrate and scarring within the right lung base, most likely representing inflammatory changes secondary to the intra-abdominal abscess, improved compared to the prior exam. Evidence of prior gastric banding procedure. There is anterior abdominal mesh. There are inflammatory changes in the subcutaneous tissue of right anterior/inferior abdomen, which may be due to a small ventral hernia. No evidence of bowel strangulation at this time. (B)(6) 2012: (B)(6) hcs. (B)(6); (B)(6), md. Office notes. Presented with possible cyst on liver. States he had a cough for about 3 days, cough resolved spontaneously. Painless mass on left lower quadrant that he noticed after cat scan. Lost 70 pounds since he had lap band. Exam: non-distended abdomen, non-tender bump on left lower quadrant. Impression: patient seems stable, might have an abscess in liver secondary to lap band. Return to surgical oncology if patient become symptomatic. (B)(6) 2012: (B)(6) hcs. (B)(6); (B)(6), md. Office notes. Presenting today with hard right lower quadrant mass that is tender to palpation. Went for ultrasound and they found mass and told him it was his liver. Reports he was then scheduled for CT of which showed mass not in liver but on anterior abdominal wall. Was then worked up by dr. (B)(6) who referred him back to dr. (B)(6) for possible hernia. Patient stated he only noticed the mass after he had gone for ultrasound on (B)(6) 2012. Does not give him much pain. Upon palpation some pain is induced but it is tolerable. States he feels pain when he lies on his right side or his stomach. Exam: abdomen non-tender except for over hard mass, non-distended. Hard mass appreciated in right lower quadrant spanning approximately 2 cm in diameter. CT chest (B)(6) 2012: impression: evidence of there is anterior abdominal mesh. There are inflammatory changes in the subcutaneous tissue of right anterior/inferior abdomen, which may be due to a small ventral hernia. Impression/plan: follow up with patient if mass grows bigger or produces symptoms. (B)(6) 2012: (B)(6) hcs. (B)(6), do; (B)(6), md. Office notes. Complaint of abdominal pain/ discomfort epigastric region at sit of hernia where mesh was originally placed 10 years ago. Patient concerned that he will attempt to ¿do too much¿ while at work and states that the lifting associated with work causes great amount of pain in epigastric region and back pain. Exam: 3 scars on abdomen (right upper quadrant, epigastrium, left upper quadrant) with tenderness to palpation over each and in between scars; approximately 8 x 8 cm fullness in right abdomen lateral to umbilicus. Impression/plan: abdominal pain, likely post-surgical, may be associated with prior hernia repair. Reduce activity level to a level that does not reproduce pain. Will give patient ¿light duty¿ note for 1 week until dr. (B)(6) is able to evaluate. (B)(6) 2012: (B)(6) hcs. (B)(6), do; (B)(6), md. Office notes. Complaint of abdominal pain and is requesting off work note. He continues to have abdominal pain at work and then pain if only tolerable when he is laying down. Pain is right across the top of stomach, especially at site of lap band port (left upper quadrant) and spreads even over left upper quadrant and right upper quadrant. Reports only pain-free after 30-45 minutes of lying flat. Nausea and chronic constipation. Exam: abdomen soft, tender to palpation at site of lap band port in left upper quadrant and fullness palpated at this site (port), well-healed small (2-3 cm) scars present in right upper quadrant, left upper quadrant. Impression/plan: continued abdominal pain, likely mechanical/musculoskeletal due to relief of symptoms with rest; may be secondary to seroma formation at lap band port site or less likely infection at port site. CT abdomen with contrast to evaluate port site for possible seroma. (B)(6) 2012: (B)(6) hcs. (B)(6), md. Radiology- CT abdomen/pelvis with contrast. Indication: painful lump on upper abdomen. Impression: in the mid/upper abdomen between surgical mesh and native ventral abdominal wall is an abscess cavity (2.8 x 0.9 x 4.5 cm axial x cc diameter) containing air, debris, and mild amount of likely-infected fluid. From this abscess cavity is fistula to the skin surface towards the right paramedian area of the upper abdomen. Recommend consultation with general surgery service. In lower abdomen right paramedian area 2-3 persistent blind-ending elongated densities extending from ventral abdominal wall into subcutaneous fat could correspond to postsurgical changes, however chronic infection cannot be excluded. Previous right subdiaphragmatic fluid collection worrisome for abscess shows improvement, now 6.1 x 2.2 x 2 cm versus previous 9.2 x 4.5 x 4.1 cm. In left mid and lower quadrants of the abdomen, multiple small-bowel loops shows mild to moderate distention associated with air-fluid levels. Recommended follow up CT include the pelvis anatomy also. (B)(6) 2012: (B)(6) hcs. (B)(6); (B)(6), md. Progress note. Presents now with 2 cm erythematous, induration, warm fluctuance beneath the right upper quadrant abdominal trocar site scar. States he had left abdominal trocar site infection 1 week after his initial lap banding procedure back in (B)(6). States since then he has had ¿lumps¿ in different parts of his belly intermittently. Patient endorses the current erythematous mass under his right upper abdominal trocar site has been steadily worsening for the last week. About 1 month ago he had similar symptoms and was scheduled to get abdominal CT at beginning of the month but he ultimately declined because he was feeling better. Exam: palpable mass in right lower quadrant port palpable in left upper quadrant; erythematous, warm, tender nodule under right upper abdominal trocar sire, with induration at edges and fluctuance at center (2 cm diameter). Impression: possible abscess under his right upper quadrant abdominal trocar site. Plan: bedside incision and drainage. Wound to be packed and dressed after. Instructed to change packing daily and take tylenol for pain. Will be sent home with 7 day course of keflex. (B)(6) 2012: (B)(6) hcs. (B)(6); (B)(6), md. Procedure report. Diagnosis: extraperitoneal abdominal wall abscess. Procedure: incision and drainage of abscess. Reason for procedure: right upper quadrant abdominal trocar site abscess formation. Anesthesia: local. Complications: none. Patient tolerated procedure well. (B)(6) 2012: (B)(6) hcs. (B)(6), md. Emergency room visit. Wound check, no complaints. Exam: abdomen soft, positive bowel sounds, non-tender, incision and drainage site- no drainage, no redness or induration. Impression/plan: incision and drainage abdominal wall abscess, done yesterday. Cleaned-repacked. (B)(6) 2012: (B)(6) hcs. (B)(6), md. Emergency room visit. Returns today for wound check. Taking keflex as prescribed. Exam: clean horizontal 2 cm linear incision noted over abdominal wall, with pink granulation tissue at base. No drainage noted, non-tender, no erythema or warmth noted. Impression/plan: wound cleaned and repacked in emergency department. (B)(6) 2012: (B)(6) hcs. (B)(6); (B)(6), md. Office notes. Doing well. Decreased output from his incision. States erythema has gone down since friday when it was incision and drained. States he feels much better. Denies any abdominal pain. Weight 260 pound. Exam: multiple small incisions from previous incision, open wound in right abdomen, erythema improving, sanfious fluid drainage, no purulent fluid. Currently packed with packing strips. Imaging (B)(6) 2012: impression: in mid/upper abdomen between surgical mesh and native ventral abdominal wall is an abscess cavity (2.8 x 0.9 x 4.5 cm x axil and cc diameters) containing air, debris, and mild amount of likely-infected fluid. From this abscess cavity is fistula to the skin surface towards the right paramedian area of the upper abdomen. Previously right subdiaphragmatic fluid collection worrisome for abscess shows improvement, now 6.1 x 2.2 x 2 cm versus previous 9.2 x 4.5 x 4.1 cm. Impression/plan: wound incision with infected mesh-stable. Switch to bactrim. (B)(6) 2012: (B)(6) hcs. (B)(6), md. Emergency room visit. Chief complaint: wound check. Doing well. No fever or chills, no nausea/vomiting or abdominal pain. Exam: 2.5 cm mid abdominal wall wound with packing in place there is no induration erythema or purulent discharge, wound appears clean. Impression/plan: abdominal wall abscess stable. Wound was irrigated repacked and dressed. (B)(6) 2012: (B)(6) hcs. (B)(6), md. Emergency room visit. Chief complaint: wound check. Doing well. No fever or chills, no nausea/vomiting or abdominal pain. Exam: 2.5 cm mid abdominal wall wound with packing in place there is no induration erythema or purulent discharge, wound appears clean. Impression/plan: wound was irrigated repacked and dressed. (B)(6) 2012: (B)(6) hcs. (B)(6), md. Emergency room visit. Chief complaint: wound check. Wound has no redness or swelling and looks excellent. Exam: 1 cm deep without any expressible pus. Impression/plan: healing abscess abdominal wall. Continue covering wound, no packing necessary as it gapes open, follow up with surgical clinic as per appointment. (B)(6) 2012: (B)(6) hcs. (B)(6), md. Emergency room visit. Chief complaint: wound check. Doing well. No fever or chills, no nausea/vomiting or abdominal pain. Exam: 1 cm mid abdominal wall wound that is almost healed there is no packing, appears clean, no induration, erythema or purulent discharge. Impression/plan: abdominal wall abscess healing well. Wound was cleaned and a band-aid placed. (B)(6) 2012: (B)(6) hcs. (B)(6); (B)(6), md. Office notes. Initially seen in emergency department on (B)(6) 2012 for wound infection at one of the port sites. It was drained and patient started on keflex along with wound packing. Doing well and infection has resolved. Exam: abdomen no erythema, wound has closed, no drainage it is locate on right abdominal wall. Impression/plan: port site skin infection with possible mesh infection. On appropriate antibiotics and patient seems to be doing better. Continue bactrim for one month. (B)(6) 2012: (B)(6) hcs. (B)(6), md. Office notes. Addendum. CT scan since lap band placement have all been suspicious for infection around the mesh and possible infection around the lap band near the ge junction. Exam was completely unremarkable. It appears that he has a chronic infection around his gore-tex mesh that very little chance of every healing, and the possibility of infection around the lap band. There is also the possibility of infection in his liver. Will review his CT scan with interventional radiology with respect to the liver lesion, and depending on what they tell us will have the patient back for possible drainage of the liver abscess. He will also need to have mesh removed if there is any hope of resolving the infection around the mesh. It also appears that he will be best suited by removing the lap band but will leave that up to dr. (B)(6). However, it appears unlikely that we could take out infected mesh without contaminating the lap band if it is felt not to be involved in the infection. (B)(6) 2012: (B)(6) hcs. (B)(6); (B)(6), md. Office notes. Follow up for infection in mid upper abdomen involving a surgical mesh and ventral abdominal wall with an abscess cavity draining through a fistula to skin by CT in (B)(6) 2012. Still taking antibiotics and has supply for 2 more weeks. Denies abdominal pain and states his site of drain has closed and feels bumpy. Exam: no masses are palpable, right eschar is clean with no signs of infection, mildly tender with deep palpation, port site no signs of infection. Impression/plan: possible mesh infection with abscess resolved, patient still on antibiotics. No intervention indicated at this time. (B)(6) 2012: (B)(6) hcs. (B)(6); (B)(6), md. Office notes. Has been off antibiotics for roughly 3 weeks. Denies abdominal pain since last clinic visit. No drainage from drain site. Exam: abdomen right eschar site is clean, dry, intact, with no drainage. Impression/plan: no acute surgical intervention at this time. (B)(6) 2013: (B)(6) hcs. (B)(6); (B)(6), md. Office notes. No complains now. Has been off antibiotics. Exam: abdomen incisions clean, dry and intact. Impression/plan: possible mesh infection resolved from now and doing well. Follow up after CT scan. (B)(6) 2013: (B)(6) hcs. (B)(6), md; (B)(6), md. Office notes. 65 year old male with history of psoriasis, psoriatic arthritis, melanoma, and non-melanoma skin cancer. Previously on humira and methotrexate to treat psoriasis/psoriatic arthritis. Stopped taking both of these medications over a year ago after getting the lap band surgery. Has been dealing with possible infected mesh in abdominal wall. Because of this he has not been using any immunosuppressants. Reports having melanoma on side of his nose 20 years ago. (B)(6) 2013: (B)(6) hcs. (B)(6), md. Pathology. Microscopic evaluation and diagnosis: right forearm skin, shave biopsy and curettage: basal cell carcinoma, transected. (B)(6) 2013: (B)(6) hcs. (B)(6); (B)(6), md. Office notes. Seen yesterday in clinic and given antibiotics for new (recurrent) induration of his abdominal port site. Currently he is frustrated at the case he is receiving with respect to his chronically infected abdominal mesh. Exam: abdomen obese, well healed port site. 2 cm area of induration and abscess formation at right medial port site. Minimally tender to palpate. Impression/plan: infected mesh currently scheduled for repeat CT. Patient is stable and does not require immediate removal of mesh. Re-order 3 weeks of bactrim. (B)(6) 2013: (B)(6) hcs. (B)(6); (B)(6), md. Office notes. Here due to formation of blister-like lesions since yesterday where patient had an incision and drainage at the same place. Has possible infected mesh which developed after laparoscopic gastric band placement done on (B)(6) 2012. Doing well, taking antibiotics since yesterday. Exam: abdomen obese, well healed ports. At right medial port site there is a blister-like lesion which was cut by dr. (B)(6) and observed, no drainage. No purulent material coming from opening. Impression/plan: possible infected mesh. Continue antibiotics. (B)(6) 2013: (B)(6) hcs. (B)(6), md. Office notes. Addendum. Today the blistering area in his right upper quadrant was excised. I discussed with him the necessity for removing the lap band and possibly some mesh that may be involved with a chronic infection. He was worried about what will happen to his weight. I reassured him and explained that with his recent lifestyle modifications it is highly possible that he may be able to maintain the weight he has or two perhaps even dropped more weight. (B)(6) 2013: (B)(6) hcs. (B)(6), md. Radiology- CT abdomen/pelvis with contrast. Indication: fluid collection above liver. Please evaluate for resolution in right lower abdomen, towards midline with small nodule/mass, evaluate hernia. Impression: little change from (B)(6) 2012 study, persistent between surgical mesh and native ventral abdominal wall is a cavity (10 x 3.5 cm) containing air bubbles and debris, although without obvious fluid level currently. As before, the finding is strongly suspicious for infected surgical mesh. Previous fistula from this described cavity to the skin surface is much improved. Although any residual patency along this fistula tract is not excluded by CT modality alone. In the lower abdomen right paramedian area, unchanged 2-3 persistent blind-ending elongated densities extending from ventral abdominal wall into subcutaneous fat could correspond to postsurgical changes, however chronic infection cannot be excluded there. (B)(6) 2013: (B)(6) hcs. (B)(6); (B)(6), md. Office notes. On day #15 of bactrim for recurrent induration of his abdominal port site. Here for follow up with CT results. Exam: abdomen soft, non-distended, non-tender to palpate, positive bowel sounds. Small scab under port site, no drainage or pus. CT scan (B)(6) 2013: little change from (B)(6) 2012 study, persistent surgical mesh and native ventral abdominal wall is a cavity (10 x 3.5 cm) containing air bubbles and debris, although without obvious fluid level currently. As before, the findings is strongly suspicious for infected surgical mesh. Previously fistula from this described cavity to the skin surface is much improved, although any residual patency along this fistula tract is not excluded by CT modality alone. In the lower abdomen right paramedian area, unchanged 2-3 persistent blind-ending elongated densities extending from ventral abdominal wall into the subcutaneous fat could correspond to postsurgical changes, however chronic infection cannot be excluded there. Impression/plan: chronically infected mesh. Discussed CT findings with patient and he understands his need for surgery. (B)(6) 2013: (B)(6) hcs. (B)(6), md. Office notes. Addendum. I interviewed and examined that patient. My findings were reviewed and then discussed with the medical student. This gentleman has signs of recurrent infection near where he had a prior infection near his mesh. This indicated to me that he will continue to have episodes of infection unless the mesh is removed. This has been discussed with dr. (B)(6). Will try to find a date where we can work together. (B)(6) 2013: (B)(6) hcs. (B)(6). Office notes. Here for scheduled with rheumatology. Complain of (B)(6) right hip, right knee and wound on abdomen. States ¿I had a lap band done here in 2006. And infection set in the mesh, and now I¿m having second surgery (B)(6) 2013 for them to remove the mesh.¿ patient states ¿I am not taking methotrexate anymore.¿ (B)(6) 2013: (B)(6) hcs. (B)(6); (B)(6), md. Office notes. He continues on bactrim for chronic infection. He feels he is developing a pustule on one of his lap sites. Denies fever, chills, abdominal pain, changes in diet, changes in stooling or any infectious symptoms. This happened at the same site a few weeks ago and it was opened up in clinic. Exam: abdomen soft, non-distended, none tender to palpate, positive bowel sounds. One trocar site in his midline is erythematous, with slight induration, and slightly fluctuant. Passage of air is felt/heard beneath the wound. No active drainage, but wound does appear under pressure. Impression/plan: chronically infected mesh demonstrated on CT, now with small trocar abscess. Continue bactrim. Pack wound twice a day. Return tuesday for evaluation. (B)(6) 2013: (B)(6) hcs. (B)(6), md. Emergency room visit. Presented to emergency department for wound check. Patient has a fistula from previous lap band surgery; recurrent infection of mesh. Patient is being seen by surgery and will have surgery to remove mesh and lap band. Presented for evaluation of clear yellow drainage. No pain, fever, or redness. Exam: abdomen soft, non-tender, non-distended, positive bowel sounds. 1 cm opening mid abdomen. No drainage or induration. Impression/plan: dressing changed. Follow up with surgery. (B)(6) 2013: (B)(6) hcs. (B)(6); (B)(6), md. History and physical. Mr. (B)(6) has a history of infected abdominal mesh status post gastric band surgery. He returns for pre-operative for his mesh removal and band/port removal. He denies fever, nausea, vomiting, constipation, diarrhea, abdominal pain. Weight 263.9 pounds. Exam: abdomen soft. Trocar site in mid abdomen draining serous exudate. No erythema, non-distended, non-tender. Impression/plan: chronic mesh infection. Surgical removal of lap band and removal of mesh (B)(6) 2013. (B)(6) 2013: (B)(6) hcs. (B)(6). Anesthesia record. Weight 263.9 pounds, bmi 36.8. Diagnosis: chronic mesh infection. Medications included methotrexate. Asa 3. (B)(6) 2013: (B)(6) hcs. (B)(6), md. Pre-op note. The patient has the following important findings: persistent infection in mesh right upper quadrant abdomen that involves a previously placed lap band. The diagnosis: as above. Other: will be working with dr. (B)(6). The plan is to perform a removal of lap band and removal of infected mesh. Explant preoperative complaints: n/a.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (ug/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (ug/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: n/a. Implant procedure: laparoscopic ventral incisional hernia repair [gore® dualmesh® plus biomaterial 1dlmcp04/03405736, 15cm x 19cm x 1 mm]. Implant date: (B)(6) 2006 (hospitalization (B)(6) 2006). [No implant operative report provided.] 2/2820/06: loma linda hcs, david a. Ham, md, discharge summary: hospital course: after admission patient was taken for elective epigastric ventral hernia repair. Patient tolerated the procedure well. There were no complications. A 2.5 x 4.5 hernia defect was found with encarcerated omentum inside. A 15 x 19 cm piece of dual mesh was placed. Patient post op course was uncomplicated by pod#4 patient was tolerating regular diet, pain controlled with po pain meds, normal bowel function, and ambulating. Discharge status: regular. Patient¿s condition on discharge: improving. Patient¿s prognosis: recovery is expected. Prognosis information: patient informed. Ambulation: fully ambulatory. Diet: regular. Follow up appointments: (B)(6) with surgery and (B)(6) with primary care. The records confirm that gore® dualmesh® plus biomaterial 1dlmcp04/03405736, 15cm x 19cm x 1 mm was requested for implant; however, no operative report was provided to confirm. Explant preoperative complaints: n/a. Explant procedure: laparoscopic converted to open removal of lap band and infected mesh. Segmental resection of ileum intestinal mesh fistula primary anastomosis. Ventral hernia closure with biologic mesh. Esophagogastroduodenoscopy. Explant date: date (B)(6) 2013 (hospitalization unknown). Preoperative diagnosis: infected ventral hernia repair after lap band placement. Postoperative diagnosis: infected ventral hernia repair after lap band placement. Indications for surgery: infected mesh. Attending surgeon: (B)(6). Supervision level: dr. (B)(6) were scrubbed. First assistant: (B)(6), pgy 3. Findings: infected mesh with fistula tract from the ileum. Lap band in place while we looked at the stomach. Anesthesia: general endotracheal anesthesia. Procedure in detail: after informed consent was verified the patient was taken to the operating room table. He was placed in the supine position. General anesthesia was induced. The patient was put in a typical bariatric position on the table. Then the abdomen was prepped and draped in the usual surgical fashion. We placed our initial 7-mm port in the right lower quadrant. Inserting the scope was used to locate the layers using a cannula under direct visualization. Once we were in the abdomen insufflation was achieved to 15 millimeters of mercury. We then subsequently placed three other ports, a 12-mm port in the left upper quadrant as well as a 5-mm port 5 fingerbreadths cephal to this previous port. We then proceed to enter the abdomen, and multiple adhesions were noted. We started lysis of adhesions were noted. We started lysis of adhesions, and the adhesion time was roughly about 2-1/2 hours. Once most of the adhesions were freed, we were able to see one piece of small intestines in the area of where the mesh was. Upon further dissection we entered the mesh capsule. We noted there was purulence, and intestinal contents. Further inspection of this area demonstrated a fistula of the small bowel. The mesh was completely removed under laparoscopic assistance, and we then proceeded to try to free up the lap band. However, there were multiple adhesions very high up, and the instruments would not reach; therefore, it was decided to convert to open for removal of the lap band. After this was done, insufflation was released. All the ports were removed, and a midline incision was done from the xiphoid to the umbilicus. We entered the abdomen, and the infected mesh was then subsequently removed. Under direct visualization we were able to identify the lap band, and this was excised giving no injury to the adjacent structures. After the mesh and the lap band were removed, we then proceeded to run the entire bowel to ensure that there were no other abnormalities. There was a fistula that was in the mid ileum and this area was then excised with the two limbs placed end-to-end; primary anastomosis was done with a stapler. The staple lines were imbricated then we proceeded to do a copious irrigation of the abdomen. We then proceeded to close the ventral hernia primarily; however, in a portion of the incision the fascia could not use a piece of biologic mesh in order to bring the edges using interrupted prolene stitches. We then closed the caudad incision with a running pds stitch. Once the ventral hernia was closed, we performed an esophagogastroduodenoscopy, and there was no injury to the stomach upon direct visualization. We then proceeded to leave the skin open of this wound, and an abdominal wound vac was placed. The patient tolerated procedure well. Skin closure: abdominal wound vac. Estimated blood loss: 250cc. Wound classification: contaminated. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, fistula, infection, migration, wound vac, removal, bowel resection, bowel involvement. Additional event specific information was not provided.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure #1: laparoscopic repair of ventral hernia with dual mesh placement. Reduction of incarcerated omentum [gore® dualmesh® plus biomaterial 1dlmcp04/03405736, 15cm x 19cm x 1 mm ]. Implant date: (B)(6), 2006 (hospitalization (B)(6), 2006 ) ¿ (B)(6) 2006: (B)(6) hcs. (B)(6), md; (B)(6), md. Operative reports. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: epigastric midline ventral hernia approximately 2.5 x 4.5 cm in size. Incarcerated omentum. Procedure performed: laparoscopic repair of ventral hernia with dual mesh placement. Reduction of incarcerated omentum. Operative findings: incarcerated omentum. Defect too large to repair with ventralex. Dual mesh repair that included umbilical area. Anesthesia: general endotracheal. Procedure in detail: ¿after informed consent was obtained the patient was taken to the operating room and placed in the supine position. His abdomen was prepped and draped in the usual sterile fashion after which a veress needle was placed at palmer¿s point just under the rib cage in the left upper quadrant of the abdomen. The abdomen was insufflated to approximate pressure of 15. The veress needle was removed and a 5 mm port was placed at this site. The camera was inserted through the port and immediately the hernia was seen midline in the epigastric region and it had omentum within the hernia. Next three more ports were placed, one on the same side as the previous port an 11 mm and two more 5 mm ports on the opposite side on the right side of the abdomen. The ports were placed a handbreadth apart from each other. After this was done scissors and electrocautery was used to free the adhesions of the hernia that was holding the omentum inside the hernia defect. Once this was freed the hernia was easily reduced out of the hernia defect into the abdomen. God hemostasis was maintained during this process. Next using a finder needle the edges of the defect were identified and drawn on the outside of the abdomen with a sterile marking pen. Once this was done 4 cm on the superior aspect and on either side of the defect was measured. The distance for the mesh was made 2 cm below the umbilicus inferiorly. Once this was done a rectangular box was drawn using these guidelines and it was found to be approximately 15 x 19 cm in dimension. A 15 x 19 piece of dual mesh was used. Before the dual mesh was inserted through the port into the abdomen, five sutures were placed on the periphery, one inferior and one on each side and then two superior on either side of the midline. Next the mesh was rolled up and inserted through the port into the abdomen. It was then unrolled and placed in a proper orientation. Next a suture passer was used to bring the sutures from these five sites through the abdominal wall to outside the abdomen. This was done in a sequential fashion until all five were outside the abdomen. Then the mesh was pulled up using these sutures against the abdominal wall; it laid flat, there were no wrinkles or folds. Then in sequence each of these sutures was tied snug. After this was completed a mesh tacker was used to tack the mesh all the way around its periphery to the abdominal wall. The tacks were placed approximately 1 cm apart making sure there were no folds in the mesh. Once this was completed the mesh was further secured to the abdominal wall with 9 more ethibond sutures. This was done using the suture passer, placing them easily [sic] spaced between each of the previously placed sutures. One side of the suture would be passed back through the mesh and then the other would be pulled back through the mesh securing the mesh to the abdominal wall. These sutures were again tied snugly. All transabdominal suture sites were inspected and a kelly was used to make sure there was no dimpling on the skin. Once this was competed all sutures were cut. All port sites were viewed before the sheath was removed to make sure there was no bleeding; there was good hemostasis. Also before the 11-mm port was removed two vicryl sutures were placed through the fascia using the suture passer under laparoscopic visualization. When the 11 mm port was removed these sutures were snugly tied down, this was viewed. It was seen that the fascia was closed well leaving no area for hernia formation. Next all the sutures were cut and all the incisions were closed with staples. There was exactly 16 incisions in the abdomen, which were all closed with staples and then a band-aid was placed over the wounds. Once again the final placement of the mesh, it expanded 4 cm above the hernia defect and 2 cm below the umbilicus and 4 mm on each side.¿ skin closure: staples. Intraoperative complications: none. Estimated blood loss: 20 cc. Postoperative condition: good. Specimens to pathology: none. Drains/packs: none. Postoperative care: the plan is for the patient to be admitted to the hospital for postop care. When discharged in 1-2 days patient will follow up with dr. Rivera in two weeks. Prognosis: immediate and remote good. ¿ (B)(6) 2006: (B)(6) hcs. Intraoperative report. Wound class: clean. Implant record. Hernia dual mesh plus. Vendor: gore. Model: 1dlmcp04. Lot/serial number: (B)(6). Sterile resp: manufacturer. Size: 15.0 cm x 19.0 cm x 1.0 mm. Quantity: (B)(4). ¿ the records confirm that gore® dualmesh® plus biomaterial (1dlmcp04/03405736) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2006: [facility name not provided.] (B)(6), ms4 [medical student 4]. (B)(6), md. Surgery consult note. Chief complaint: ventral hernia. History of present illness: ¿pt states he first noticed the hernia back in high school about 40 yrs ago when he was lifting weights and felt a pop in his abdomen. Pt has had a tingling burning sensation on the skin surrounding the incision but has increased pain when lifting heavy objects. His pain with lifting has been worsening and the hernia has enlarged leading him to desire repair. He has not had any change in bm [bowel movement] or appetite, no n [nausea]/v [vomiting], no hematochezia or malaria, no fever, no dysuria.¿ abd +bs [bowel sounds], soft, nd [non distended]/nt [non tender], ventral hernias, one with 2-3 cm defect and small defect 2cm interior, both reducible, non-tender. ¿ assessment: ventral hernia, not strangulated. Plan: ¿needs to be scheduled for lap [laparoscopic] vhr [ventral hernia repair] vs [versus] poss [possible] open.¿ (B)(6) 2006: [facility name not provided.] (B)(6), medical student. (B)(6), md. History and physical. Chief complaint: midline hernia. History of present illness: ¿patient has had a midline hernia since age 18. He states that it happened one day while lifting weights. For the last 40 years it has not been very bothersome until the last few years when it has enlarged somewhat and become more symptomatic. The patient states that under normal circumstances he doesn't have any symptoms, however when he tries to lift things it becomes very painful. Patient reports normal bowel movements and appetite. No n [nausea]/v [vomiting]/d [diarrhea]/bloody stools/fever/dysuria.¿ abdomen/back: ¿nt [non tender]/nd [non distended], soft, bs [bowel sounds] normal, 2-3 cm reducible mass midline ventral hernia. No erythema, minimal tenderness. 1 cm reducible mass 2 cm below large hernia.¿ ¿surgery for (B)(6) 2006. Went over risks and benefits of procedure, did not promise successful outcome.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.